Event description:
The customer reported that the screen goes black during fluoro. Also, the cine was not working and causes a communications error on the c-arm panel. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found that the x-ray tube was arcing. He replaced the x-ray tube and performed a generator calibration. The bartow bug was introduced via rus/sim restoration of software (B)(4). It was difficult to remove. He re-loaded the software with (B)(4). The cine not working was caused by fse. The cable between the cine bridge & image processor were not secure. He re-secured it. He verified the anti-static kit for proper operation and used same kit for installing static sensitive parts. The system is operating as intended.